Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that an initial positive architect troponin result of 0.35 ng/ml was generated. The sample was retested and was 0.15 ng/ml. There was no report of impact to patient management.